Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the string had broken off of 3 tampons inside her. No injury was reported.